Manufacturer narrative:
(B)(4): the rotablator plus unit was returned with the related rotawire guide wire inserted in the plus unit. The guide wire was removed from the plus unit without difficulty. A visual examination of the rotalink plus unit identified no issues. A connect/disconnect test and tug test were performed to examine the integrity of the handshake connection. No issues were noted with the unit's handshake connector. The rotablator plus unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. The rotablator plus unit was wet tested and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Same case as mft. #: 2134265-2011-00450 reportable based on additional information received on (B)(6)-2011. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous left circumflex (cx) artery. The physician noted an issue while loading the 1.75 rotalink burr on the rotawire guide wire. During platforming of the 1.75mm rotalink burr, the rotawire kinked and the spring tip became detached. The system stalled. The procedure was completed with another 1.75mm rotalink burr and rotawire guide wire. No patient complications were reported and the patient's status is good.